Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urethral catheter kit had a small crack in the bottom of container that was unable to be noticed until urine was in the container and leaking onto sterile environment (B)(6) 2023. The customer had experienced a few quality issue with the temperature sensing catheters. This was the second defective foley within the past week. When attempting to empty foley catheter opening to exit tube was adhered to plastic. Hole was made when attempting to un adhere plastic. Therefore the foley seal was broken to replace with a new foley bag and urometer. (B)(6) 2023.

Event description:
It was reported that the urethral catheter kit had a small crack in the bottom of container that was unable to be noticed until urine was in the container and leaking onto sterile environment ((B)(6) 2023). The customer had experienced a few quality issue with the temperature sensing catheters. This was the second defective foley within the past week. When attempting to empty foley catheter opening to exit tube was adhered to plastic. Hole was made when attempting to un adhere plastic. Therefore the foley seal was broken to replace with a new foley bag and urometer. ((B)(6) 2023)

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to " user mishandling, apply excessive force when pulling down the outlet". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.